Event description:
The customer reported that their pump does not have an audible tone. The customer stated that the pump did not have the beeps since the right before the calls. Assisted with reviewing alert type settings. Settings were set for audio. Instructed the customer to use audio bolus and allow the device to clear without activating for delivery. The customer cleared the display but the beeps did not occur.